Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete

Event description:
It was reported that the patient had persistent driveline power fault alarms that appeared to have started on (B)(6) 2026. A self-test was performed and did not clear the alarms. The log files were submitted for review. The event log file captured a number of pump stops associated with driveline disconnects on (B)(6) 2026. The log files confirmed the driveline power fault alarms on (B)(6) 2026. It was recommended that the modular cable and system controller. New log files were submitted after performing a modular cable and controller exchange. The log files from the new products was approximately 9 min in duration and did not show the return of any driveline power fault alarms. A picture of the old modular cable inline connector did not appear to show any corrosion on the male pins. The event log files showed the controller's clock was not set to the correct date and time.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump stop events that appeared consistent with electrostatic discharge (esd), log files also confirmed an irregular driveline power fault. The system controller event log files captured a transient pump stops on 08feb2026 from 13:21:24 - 14:06:13. The events appeared to be consistent with a pump reset due to an esd event. In each case, the pump regained speed and resumed normal operation without issue. Following these events, a driveline power fault alarm was observed on 08feb2026 at 14:07:29 due to the power a fault flag persisting for more than 2 seconds. The alarm was overwritten with a driveline disconnect alarm consistent with the reported exchanges on 08feb2026 at 22:02:07 and the controller was shut down at 22:03:07. No other notable events or alarms associated with the pump were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events could not be conclusively determined through this analysis. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Sections 3 and 6 of the IFU as well as sections 1, 3, and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook and section 7 of the IFU provides information on all system alarm conditions, including driveline communication fault, driveline power fault, and driveline disconnected alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.